Event description:
It was reported that a physician was having problems with his (B)(4) handheld device. The serial adapter cable was very loose and would cause intermittent communication issues. This issue was verified by a company representative who used the handheld device on her demo generator. If the cable was held during interrogation, communication would be successful but if the cable was not held during interrogation, it would take multiple tries to establish successful interrogation. The physician was sent a replacement handheld and his (B)(4) handheld was returned to the manufacturer. Product analysis is currently in process.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.